Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: d-10 return to manufacturer date. Corrected from 09/24/2021 to 10/14/2021. The investigation has been started, since the complaint was received, and the following contents has been conducted: 1. Analysis of production: (3331/213 & 67) : the DHR of the reported lot 3000155496 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. Trend analysis: (4110/213 & 67): in the last 12 months, (B)(6) 2020 to (B)(6) 2021, the occurrence rate is approx. (B)(4). There¿s 1 similar complaint reported for this reported lot 3000155496. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/114, 61 & 22). 3. Returned product evaluation: the device was received on oct. 14th 2021, the following contents have been done: 1) visual inspection: no visual defects were observed on the product. 2) functional test: knob stuck during clockwise tightening, anti-clockwise lose the knob, tighten the knob again, the knob shows idle rotating for several circles, then knob can be tighten and link arm can be tighten. To check this knob idle rotating and stuck abnormal phenomenon during tightening, the stabilizer was disassembled to check the relevant assembly and component status. 3) disassemble and examine the assembly according to the applicable instructions found in the manufacturing process instructions knob assembly mp-bh-0005. It is found that both sides lead in thread on acme nut broken to pieces. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 5) check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. 6) replace with the acme nut from lot 3000173020 used to conduct simulate use to check the function of the returned product. Test 30 times, according to IFU, assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. Evaluate the knob for its ability to tighten the flexlink arm while the locking lever in both the locked and unlocked positions. There¿s no knob tighten issue happened, the knob rotating smoothly without idle rotating, and the link arm can be tightened. 7) the stabilizer was further disassembled to check the relevant components' dimensions, the dimensions are conforming to the drawing requirements, there's no non-conformity observed indicated the reported failure. Base upon the above evaluation, the knob idle rotation and stuck during tightening would cause by the acme nut lead in thread broken, since the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening. However, there's no non-conformity observed indicating the acme nut thread broken or defect from raw material inspection. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tighten and also can tighten the link arm. There¿s no deficiency identified from production relevant to the mechanical issue- knob difficult/ unable to tighten-arm does not lock prior to this complaint. It is not indicated that it is the product problem, and also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. Complaint historical data has also been reviewed, the failure knob difficult/ unable to tighten-arm does not lock has happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken could be that rotating to lose the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, they stated that the stabilizer arm would not tighten or become rigid enough to stabilize coronary targets despite the turning of the tightening knob during the case. No delay. No parts broken off. A new kit had to be opened in order to complete the case. No harm to patient.